Event description:
Bilateral patient:litigation papers allege pain and discomfort in the patient¿s hip(s) causing potential unnecessary and additional surgeries, emotional distress, loss of enjoyment of life, metalosis exposure and other injuries presently undiagnosed.update 12/07/2011: plaintiff's preliminary disclosure (ppd) forms with implant sticker sheets received which identified part/lot information. Updated existing products, added femoral heads and decision trees. Ppds and sticker sheets attached to the file and associated mdrs were filed. There is no new information that would change the outcome of the investigation.update rec'd 12/11/14 - sales rep reported revision surgery. Patient was revised to address elevated metal ion levels. The sleeve and femoral stem are now being added to the complaint.the complaint was updated on: 1/7/14.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.depuy synthes has been informed that the catalog number and lot number is not available.